Event description:
Reporter indicated that vns pt was making "sucking noises when pt breathes." It was reported that the pt is experiencing significant seizure control with the vns therapy. Device off time was increased from 5 to 15 minutes, after which the pt's condition is reporteldy improving each day.